Event description:
It was reported that a malfunction alarm occurred with the pump, identified as malfunction code 0, which was resettable. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump, and the customer successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue recurred, acknowledging and understanding the instructions given.